Event description:
The user received questionable results for magnesium, phosphorus, total protein, albumin and prealbumin. Of the data provided, the magnesium result for one patient sample was discrepant. The original result was 2.6 mg/dl which had a delta check in the lis system. The user repeated the sample on another p module and the result was 1.4 mg/dl. The user stated the patients were not affected as the original results were not reported outside the laboratory. The magnesium reagent lot numbers were 62161801 and 61952001. The field service representative determined there were defective reagent probes and the user had replaced the reagent probes prior to his arrival onsite. He performed a cell blank and photometer check with no errors. To verify the analyzer operation, the user ran magnesium quality control with no errors.